Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I might have swallowed it and didn't know [accidental device ingestion], it feels like it is stuck in my throat [foreign body in throat], it feels sticky in my mouth [discomfort in mouth], it's like phlegm is stuck there/ like there is [mucus stuck there [sputum sticking sensation of]. There is sticky residue from the cream stuck on palate [product residue present] making it hard to breathe. When I sleep, I can't breathe [breathing difficult] I might have squeezed too much/ I increased the amount of cream I put in [wrong technique in device usage process]. I put my dentures for eating breakfast. After that, I remove my denture and brush my teeth to put them in again to eat lunch and dinner all day [device used for unapproved schedule]. Case description: on (B)(6) 2024 a spontaneous case was reported in thailand by a patient via call center representative (phone). The report concerns a female consumer. The consumer received polident flavor free (carna+polma cream) lot number um8n, expiry: 2025-12 for indication denture wearer. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident flavor free, the consumer experienced a serious medically significant I might have swallowed it and didn't know (preferred term: accidental device ingestion) and it feels like it is stuck in my throat (preferred term: foreign body in throat). On an unknown date, the consumer experienced a non serious making it hard to breathe. When I sleep, I can't breathe (preferred term: dyspnoea), it's like phlegm is stuck there/ like there is mucus stuck there (preferred term: sputum retention), I put my dentures for eating breakfast. After that, I remove my denture and brush my teeth to put them in again to eat lunch and dinner all day (preferred term: device use issue), it feels sticky in my mouth (preferred term: oral discomfort), there is sticky residue from the cream stuck on palate (preferred term: product residue present), and I might have squeezed too much/ I increased the amount of cream I put in, (preferred term: wrong technique in device usage process). The outcome of the events accidental device ingestion and dyspnoea were not recovered/ not resolved/ ongoing and the outcome of the events foreign body in throat, sputum retention, device use issue, oral discomfort, product residue present, and wrong technique in device usage process were unknown. No medical history was reported. No drug history was reported. The action taken were: for polident flavor free was unknown. Dechallenge was unknown (action taken was unknown/ outcome was unknown) and rechallenge was not applicable (no rechallenge was done, recurrence is not applicable). The causality assessment for events product residue present, foreign body in throat, dyspnoea, sputum retention and oral discomfort was reasonable possibility and causality for events accidental device ingestion, device use issue, and wrong technique in device usage process was not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I have a question about denture cream. When I remove my denture, there is sticky residue stuck where I put the cream. How do I clean it? I have been using it for 1-2 years, but I have a problem when I remove it, it doesn't feel clean. There is sticky residue from the cream stuck on palate. I might have swallowed it and didn't know. The cream may have moved into my windpipe, making it hard to breathe. It's like phlegm is stuck there. I've seen the doctor, but I didn't tell him that I used denture cream or if there was any cream stuck there. So the doctor gave me a mucus-dissolving medicine. I just took the medicine yesterday. When I inhale, it feels like it is stuck in my throat, like the air is not passing through. I've only had this symptom for about a week. Especially when I sleep, I can't breathe, like there is mucus stuck there. So I went to see a doctor and got a mucus dissolving medicine. Normally, I don't have phlegm. In the morning, I put my dentures for eating breakfast. After that, I remove my denture and brush my teeth to put them in again to eat lunch and dinner all day. Then I take them out again in the evening around 5-6 pm. As you said, I might have squeezed too much. Lately, it seems like my dentures aren't tight enough. So I increased the amount of cream I put in. Sometimes, it feels sticky in my mouth. I put it in and the cream came out. I'd better reduce the amount. It's very difficult for me. Now I have to breathe heavily and breathe through my mouth instead.".